Event description:
A 73-year-old patient was managed following a subarachnoid hemorrhage (sah) due to a rupture of a high-flow aneurysm within a vermian arteriovenous malformation and hydrocephalus. The patient has a right ventriculoatrial shunt (polaris sophysa) set at 150 mm/h2o since on (B)(6) 2024 (catheter revision on (B)(6) 2024 due to misplacement). Due to neurological deterioration and a brain CT scan showing hyperdrainage, the patient underwent valve adjustment to 200 mm/h2o on (B)(6) 2024. Healthcare professionals noted a decrease in ventricular volume and an increase in bilateral subdural hygromas on successive CT scans. Despite discordant clinical status, a valve ligation was performed on (B)(6) 2024 due to suspected hyperdrainage; the improvement in the patient's state of health was fluctuating. Because of this health condition, the valve was untied on (B)(6) 2024. The patient underwent valve replacement surgery on (B)(6) 2024.